Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unk. Items marked "ni" are unk to us at this time. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, three hemopro 2 devices were not cutting or sealing the branches. In order to control the bleeding, they had to make 3 individual incisions: one in the groin, one near the knee, and one in the calf. The amount of blood loss unk, but a blood transfusion was not needed. A replacement hemopro 1 unit was used to complete the procedure. Maquet cardiovascular anticipates return of two of the products in question. Refer to 2242352-2011-01766 and 2242352-2011-01767.